Event description:
Pt reported that device has a partial display and there is condensation inside the device's insulin cartridge chamber. Pt reported that condensation smells like insulin. Pt's blood glucose was not affected, and no treatment was received.